Manufacturer narrative:
Follow-up #2 date of submission 08/24/2016-device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump black box data revealed unexplained pump reboots. The total daily dose values accurately reflected the programmed delivery rates. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump to maintain power; however, the threads on the battery cap were damaged, and the battery cap contact width did not measure within specifications. The pump was exercised for 24 hours with no observed power interruptions; the complaint of a power issue was not duplicated. A delivery accuracy test was performed and passed with the pump delivering within the required specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
Correction to serial number, submitted 08/05 /2016 as follow-up #1: the correct serial number associated with this complaint is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had a power issue related to stripped threads in the battery compartment. Reporter also alleged that the patient had a blood glucose >600 mg/dl. The patient received no unusual treatment. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.